Manufacturer narrative:
On 4/25/19, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/31/2019, during analysis of the sample it was observed intact. Leak testing revealed a tear in the anterior aspect measuring approximately 0.2 cm. Microscopic examination of the edges of the rupture revealed parallel striations. No other anomalies were observed. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a breast reconstruction primary with a ce med hgt te w/sut tabs 450cc and experienced a sudden postoperative leakage. In addition, there was inability to inflate. There was no infection. As a result, the patient had undergone removal and replacement with a ce med hgt te w/sut tabs 450cc , catalog number 3549223, serial number (B)(4), lot number 7600323 on (B)(6) 2018.

Manufacturer narrative:
On 6/13/2019, it was reported that the health care facility details provided by chu: "dr. (B)(6) (address: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/20/2019, it was reported to mentor that the manufacturing record evaluation (mre) was performed for the finished device number 7445934, and no non-conformance's related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).